Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
The nurse reported the phaco tips are getting overheated. The patient sustained a corneal burn. The company service and sales rep had a conference telephone call with the customer. The customer noted the surgeon had changed the phaco tip and sleeves, but had not changed the incision size. The company sales rep will work with the surgeon. Add'l info was requested on the event and pt status.